Manufacturer narrative:
Insulin pump pased the prime, displacement and basic occlusion test. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. A cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker and cracked case noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alarmed motor error during prime. Troubleshooting was performed, and the displacement test failed. No further information was provided.